Event description:
A falsely depressed troponin I result of 0.50 ng/ml was obtained on a patient sample. The initial test result obtained was 3.00 ng/ml. The second sample was retested on the same instrument and a result of 3.14 ng/ml was obtained. The falsely depressed result was not reported to the physician. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result. The cause for the falsely depressed troponin I is unknown.